Manufacturer narrative:
Additional information has been requested. Investigation, including root cause analysis is in progress.

Event description:
The customer reported that at the start of a vitrectomy procedure, oil leaked from the cutter tip. The doctor saw approximately 30 bubbles in the eye. He was not able to remove the oil from the eye. The doctor was able to complete the procedure. At one week postoperative, there were no negative side effects on the patient.